Manufacturer narrative:
B3: unknown. H3: one device was received. Review of event history log was not able to confirm the customer¿s reported issue of flow rate error. Device was visually and functionally tested and the customer reported issue was unable to be confirmed. The primary cause of the issue was unable to be determined. The pump flow rate was within specifications, so there may be an external factor or a problem with the cassette. The device was returned to the customer with no repair provided at the customer's request. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that there was a flow error. The event occurred during patient use at the facility. There was patient involvement and no patient harmed reported.